Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that she was experiencing high blood glucose levels and wanted to troubleshoot. The customer received a low reservoir alarm and forgot to put insulin in the reservoir. Customer's blood glucose level was over 600 mg/fl. The customer was nauseous. The customer was going to the emergency room. The device was not returned.